Manufacturer narrative:
H3, h6: evaluation is not possible, as the unknown t-fix device will not be returned. The part and lot number were not provided making an examination of the manufacturing records prohibitive. A review of the complaint records was performed for this device family which confirmed additional complaints have been reported within the scope of the reported study. The risk management documentation was reviewed and found to contain this failure mode within the risk file. The investigation was limited to the information provided. This investigation could not draw any conclusions about the reported event with the limited clinical details provided. If additional clinical details become available in the future, the investigation will be reopened. This literature study from turkey was looking into the outcomes of meniscal repair using t-fix. Three patients in these studies presented with pain and a locking sensation due to an unhealed ruptured zone. These patients were treated with a partial menisctomy. On the last follow-up, the patient's pain and locking sensation had disappeared. There were no neurovascular complications. No specific clinical/medical documents were available for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that after a meniscal repair with t-fix repair system, the patient had pain and locking sensation due to the unhealed rupture zone. The patient was treated with a partial meniscectomy. On the last follow-up, the patient's pain and locking sensation had disappeared. There were no neurovascular complications and no progressive chondropathy. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.